Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a fall, not a terrible one but the doctor thought the lead had been affected so put in the new stimulator. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va0f808, implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.